Event description:
It was reported that, the revision of a synergy stem had to be performed, due to an undisclosed reasons. Patient's health status and further information has not been reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, a revision of the synergy stem component had to be reportedly ¿performed due to undisclosed reasons.¿ however, per case communications found in the related case during a total hip replacement revision surgery ¿the threads of a stem impactor rod broke off in the stem, and the stem was successfully removed with no complications.¿ it has been communicated ¿the patient was not injured as a consequence of this problem.¿ the reason for the total hip replacement revision was not provided. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported device breakage, and stem removal is not anticipated as ¿the patient was not injured as consequence of this problem.¿ it was further reported, the procedure was completed using a smith and nephew backup device without any delay. Therefore, no further medical assessment can be rendered. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management file and prior actions review could not be performed. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. No details of the alleged fault, malfunction or injury were provided, therefore no factors that can contribute can be delineated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Related case associated with the threads of a stem impactor rod broke off in the stem has already been reported under report number 1020279-2023-01564.